Event description:
Arrive at scene, found pt pulseless, apneic, and unresponsive. Began CPR and attached AED pads, AED analyzed, no shock advised, continue with CPR, analyzed again with no shock advised. Couple minutes after the second analysis, AED started to beep and display screen read "remove battery completely" and indicator light turned red. Battery was checked and it was connected to the unit. Battery was not removed at any time.